Manufacturer narrative:
Insulin pump received with intermittent esc and act button response due to flattened button dome switch. No sticky button or button error alarm noted during testing. The connector on lcd board was inspected and no anomaly was noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call the insulin pump alarmed multiple button error alarms and the customer was unable to clear them. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.